Event description:
Smith & nephew became aware of this alleged adverse event via a lawsuit. The lawsuit alleges the patient suffered unspecified injuries as a result of having an idet procedure using smith & newphew's spinecath intradiscal catheter. Due to the pending litagation, smith & newphew is unable to verify the event or obtain additional patient/event information.